Event description:
It was reported that, "the nail broke at junction where the lag screw goes through the femoral nail. Patient is scheduled for a revision surgery in 2009."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.